Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high voltage impedance that was out of range. The lead was recommended to be replaced. The status of the lead is not known. No patient complications have been reported as a result of this event.